Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had shocking sensations at the ins site; this was considered a sudden change in therapy/symptoms. The patient was at the hospital for pancreatitis in (B)(6) 2015 and his stimulation was shocking him. The patient described the stimulation sensation as shocking, and the stimulation was uncomfortable. It was noted that the patient had an appointment with the healthcare professional scheduled for (B)(6) 2015. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included rsd/causalgia-complex regional pain syndrome.